Event description:
The hamilton ml at+ instrument did not pipette the correct amount of negative control and did not generate an error message.no death or serious injury was associated with this incident.this report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The instrument has been investigated. An ocd field engineer (fe) arrived at the customer site and re-calibrated the instrument and replaced the ribbon cable to pipette head.